Manufacturer narrative:
Investigation is pending.

Event description:
During surgery in 2007, the scrub tech noticed that the tips were bent on the driver. The instrument was not used during the case.